Manufacturer narrative:
The patient¿s lancets have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the lancets passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the patient¿s wife/reporter contacted lifescan (lfs) (B)(4), alleging that while using the lifescan lancets, the patient had two pieces of metal stuck very deep in his right thumb. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2013, the patient sought medical attention. According to the doctor, the patient had two pieces of metal (possibly from the lancet(s)) too deep for the doctor to remove. The doctor treated the patient with antibiotics to prevent any further infection. At the time of concern, the patient¿s doctor indicated that the patient may need surgery if there is any further infection. The reporter did not feel safe using the box of 100 onetouch ultrasoft lancets. The lfs products were requested back for investigation. This complaint is being reported because the patient required treatment for an infection involving two pieces of metal from the lfs lancet.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.